Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient reported shortness of breath (sob) upon going through a metal detector. Upon device interrogation, increased threshold measurements and intermittent loss of capture (loc) was observed. The device outputs were increased and good capture was observed. No adverse patient effects were reported.